Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was placed, but the helix was difficult to extend. The lead was tested and the pacing impedance measurements were greater than 3,000 ohms. Noise was observed on the atrial channel. Therefore, this lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported.